Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during priming noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow blocked alarm. No harm requiring medical intervention was reported. Customer declined to continue troubleshooting. Customer stated the tubing was not bent or kinked. Customer stated they have tried all remedies and did not want to troubleshoot. The device will be returned for analysis.